Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to an 18f sheath and the tavr procedure was completed. Reportedly post procedure, during knot advancement of the first pre-placed suture with the suture trimer, when the blue rail was pulled to tighten the knot, the suture was frayed. The same issue occurred with the second pre-placed suture during knot advancement. The same sutures, were ultimately advance, the knots tightened and hemostasis was achieved; however, the physician was worried about integrity of closure due to suture appearance. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.